Event description:
Customer reported the system will not fluoro. No pt injury reported.

Manufacturer narrative:
There is no report of an evaluation of the system. This MDR is related to ge healthcare complaint.